Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip caught on chordae in this incident could not be determined. The reported patient effect of foreign body in patient appears to be a result of procedural conditions (due to the clip becoming caught, unable to be freed and hence clip being deployed in the chordae under the anterior leaflet). There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve and deployed without issue, reducing mr to 2. A second clip was inserted and three grasps were achieved, but did not reduce mr, so the clip was moved more lateral and upon entering the left ventricle, the clip became entangled in the chordae. All attempts made to untangle the clip were unsuccessful. The clip was deployed in the chordae under the anterior leaflet. The clip remained very stable upon deployment. The case was aborted. Mr remained at grade 2. No additional information was provided.